Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer received results of 261 mg/dl, 100 mg/dl, and 123 mg/dl within 10 minutes. No adverse event reported.